Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. On the same day as onset, the patient was hospitalized for the peritonitis and another indication. On an unreported date, the patient began treatment for the peritonitis with vancomycin and ceftazidime (doses, frequencies and routes not reported). Three days after being admitted, the patient was discharged from the hospital. On an unreported date, the peritonitis was resolved and the patient was recovered from the event. At the time of this report, dianeal/extraneal therapies were ongoing. No additional information is available.